Event description:
Device malfunction: none. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported tha physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.